Event description:
A zoll territory manager (tm) contacted zoll customer support to report that a (B)(6) male pt had passed away. Zoll customer support contacted the pt's daughter who reported that the pt was treated by the device and the post-shock rhythm was asystole. She also reported that the ER staff had cut the device off of the pt during a resuscitation attempt. The ER staff was able to restore a rhythm, but the pt passed away the following morning. The pt was not wearing the device at the time of death. The death was cardiac related. An analysis of the lifevest treatment event, performed by zoll, revealed an initial appropriate shock ((B)(6), 2012 21:47:37). The post-shock rhythm was asystole. A second shock was delivered by the lifevest 24 seconds later ((B)(6) 21:48:01). The rhythm remained asystole. Upon receipt of electrode belt sn (B)(4) there were several disconnected cables.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problems (pt treated and pt death) have been investigated. Upon receipt all gels were deployed, the distribution node (dn) to front therapy electrode cable was ripped from the dn, the ECG-c to dn cable was ripped from the dn, and the j703 connector was broken on the dn pca. Due to the extensive physical damage, which was incurred after the treatment events, a full investigation into the electrode belt's functionality at the time of the treatment events was unable to be executed. The cause for the damaged cables and connector is physical abuse. Per the call report, the physical abuse was incurred when the ER staff cut the electrode belt off of the pt during a resuscitation attempt. Monitor sn (B)(4) was fully functional upon incoming inspection. Treatment analysis conclusion: a (B)(6) male received one appropriate shock ((B)(6) 2012 21:47:37) and one inappropriate shock ((B)(6) 2012 21:48:01). During the first shock the pt went into asystole. The lifevest interpreted the rhythm as fine ventricular fibrillation and delivered the second treatment. The second treatment was unable to convert the rhythm and the pt remained in asystole. The response buttons were not used during the entire event. The pt was unconscious and later passed away on (B)(6) 2012. The pt was not wearing the device at the time of death. The death was cardiac related. Device MFR dates: sn (B)(4), 03/2011; sn (B)(4), 08/2010.